Manufacturer narrative:
The device was received deployed. Device data generated an 0x5c hazard alarm indicating open count to low at the end of prime. Review of the device data shows the first priming sequence took longer than expected to complete due to rotational sensor malfunction resulting in the device deploying before the second priming sequence could complete. The device was reset, paired to a master pdm, and programmed to deliver a 5-unit bolus. Rerun data replicated the 0x5c alarm and rotational sensor malfunction. Inspection of the device found no damages or defects that would contribute to the rotational sensor malfunction. The exact cause of the rotational sensor malfunction could not be determined.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.